Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 160 to 170 mg/dl. Testing performed once daily in the morning before meal. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 211 mg/dl and 214 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 160 to 170 mg/dl. Testing performed once daily in the morning before meal. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 211 mg/dl and 214 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): hi, (B)(6) 2015, 07:43 pm; 169 mg/dl, (B)(6) 2015, 12:49 am; 175 mg/dl, (B)(6) 2015, 07:36 pm; 226 mg/dl, (B)(6) 2015, 07:32 am; 219 mg/dl, (B)(6) 2015, 08:00 am. Adverse event not reported.